Manufacturer narrative:
Product analysis: pli# (B)(4) product ID# 97715, s/n: (B)(6): analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient had full scs explant. Explanted device retained by customer but will be picked up from pathology when available. Hcp would like an investigation report sent after devices are analyzed. Patient was programmed in pacu with good scs coverage in both legs are desired.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated she is only feeling stimulation some of the time since a couple of weeks ago. Pt stated she noticed at one time when she would go to turn the ins on but the amplitude was set at 0.0. Patient stated now she can't feel stimulation at all patient stated it is almost constant at this point patient stated if she positions herself in certain positions she can feel it but she has adaptive stim off. Pt verified she has tried her other groups and she is not feeling stim on those groups either. Patient service specialist asked if patient has had any traumas / falls patient stated no. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. . Rep reported that patient had stimulation in an undesired location. Patient lost coverage of right leg with stimulator. Patient had previously good coverage and now even after reprogramming device not able to cover right leg with any stimulation. Patient to going to have x-rays performed to confirm lead location.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2015, product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2015. Explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they reprogrammed to high frequency and then revision of system if no improvement is made. Rep will provide more information as they receive.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.